Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that the reservoir compartment was damage. The customer reported that the top of the reservoir compartment had missing pieces. The customer¿s blood glucose level at the time of incident was 136 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.